Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Customer stated she is unsure if they pushed a wrong button. Customer's blood glucose was running high all day. Customer's blood glucose was 400mg/dl, treated with needle, and then it went down to 200mg/dl. Assisted customer with changing the basal. Customer declined high blood glucose troubleshooting.